Event description:
It was reported by the reprocessor that the account sent them a device that was not reprocessed. The account stated that the seal was leaking. Unknown how the case was completed. There was no patient consequence reported when the complaint was reported to the reprocessor.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformance.

Manufacturer narrative:
(B)(4).